Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion the report of a malpositioned inflow cannula was confirmed through the evaluation of the submitted images. Additionally, a specific cause for the reported elevated ldh as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. Thrombus was confirmed during the evaluation of heartmate ii lvas, serial number (B)(6). The thrombus formation found in the pump could have potentially contributed to the reported symptoms of elevated ldh. A review of the patient¿s log files revealed that motor power, flow, and average pi ranged from 4.8-6.3 w, 3.8-6.6 lpm, and 3.1-7.4. No atypical events were captured in this log file and the pump appeared to operate at its set speed. (B)(6) was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the severed portion of the driveline was not returned. The apical sewing ring was also not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow and outflow graft attachment were returned attached to the pump¿s outlet port. The outflow graft and bend relief were not returned with the pump. A review of the submitted computed tomography (CT) image showed an inflow conduit alignment issue. The reported concern for pump malposition can be confirmed through these CT scans. The kink found in the inflow conduit flex section during the pump evaluation could have been a result of this malposition. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Section 5 of the IFU, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24feb2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that there was a concern for pump malposition, as seen on 4d computed topography (CT) scan. The patient's lactate dehydrogenase (ldh) was found to be trending up but resolved on its own. The patient was asymptomatic. A review of the log files revealed only routine events. Pump powers were fairly stable between 4-6w. Additional information revealed a planned heartmate 3 (hm3) exchange on (B)(6) 2021.